Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002649207-2020-00221.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 000264920-2020-00221.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00659.

Event description:
It was reported that when the surgeon proceeded to assemble the tibia and poly at back table the poly would not engage.